Event description:
It was reported by the rep that the devices were used during a laparoscopic gastric bypass procedure, one of them produced an incomplete staple line and the other would not fire. Opened new devices for each to complete the case. There was no consequence to the pt.